Manufacturer narrative:
(B)(4). Physio-control evaluated the customer's device and verified the reported issue. Physio then replaced the main keypad assembly and after observing proper device operation through functional and performance testing the unit was returned to the customer for use.

Event description:
The customer contacted physio-control to report that during an event involving a patient their device would not delivery defibrillation therapy when prompted. There were no adverse effects to the patient as a result of the reported issue. No further details about the patient or the event were provided.